Event description:
Literature report of skin erosion at site of pump implant, requiring removal of pump after 2 months. Pt was not implanted with another device.

Manufacturer narrative:
4/6/1998: g9 - MFR report number has been corrected here and in header on page 1. A3 - sex of pt is unknown. Due to the source of the report, no further info on this pt or device is available. G9 - mfg report number corrected.